Event description:
It was reported that during a procedure, the device did not function and was removed to show that the tip was missing. X-ray showed the tip in the back of the knee joint.

Manufacturer narrative:
The product was not returned for investigation. The reported failure mode could not be confirmed. Review of the device history record of the reported lot number was reviewed. The review disclosed no discrepancies that could contribute to this condition. The most probable root cause is design related with a user related (misuse) possible contributor. However, this cannot be confirmed since the unit was not returned. In the event that the unit is returned, a full evaluation will be conducted and a follow up report will be issued. In sum, the product was not returned for investigation and the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that during a procedure, the device did not function and was removed to show that the tip was missing. X-ray showed the tip in the back of the knee joint.